Event description:
Per op report: a tee performed showed paravalvular leak. The valve was then explanted. The pt was unable to be weaned from bypass. The pt expired in the operating room.

Event description:
In 2000, the dr. Implanted a 25 mm mitral st. Jude medical mechanical heart valve sjm masters series (model 25mj-501) along with a triple coronary artery bypass procedure. The pt had a history of insulin dependent diabetes, cerebral vascular accident with residual left-sided weakness and difficult speech, hypertension, and was hyperlipidemic. In 2000, the dr explanted this valve due to paravalvular leak confirmed by transesophegeal echocardiogram. According to the info received, the pt presented with congestive heart failure with shortness of breath and bilateral leg edema. Another 25 mitral st. Jude medical mechanical heart valve sjm masters series (model 25mj-501) was implanted. After several attempts to wean the pt off bypass, an intra-aortic balloon pump that was "extremely difficult" to place was inserted, and the pt expired in the operating room. No additional info was received.